Event description:
It was reported that the connector nut on the white power cable on the system controller was noted to be broken. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white connector on the system controller was confirmed. A review of the downloaded log file spanned approximately 16 days (07nov2023 ¿ 22nov2023 per time stamp). There were no alarms active in the log file indicative of power cable damage. The heartmate ii system controller, serial (B)(6), was returned for analysis. The white connector nut was noted to be cracked along one side. The damage to the white connector nut did not affect the ability for the connector to make full contact; however, it did affect the connector nut to be fully threaded onto the lemo connector. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were produced while testing. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.